Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section b3: date of event: unknown, information not provided. Section d4: model number: unknown/not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a surgical procedure, the trailing haptic of a lens was stuck on the rod, prompting the surgeon to use another instrument to free it. The surgeon successfully implanted the lens without needing to change it. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: na. Section h-3: device evaluated by manufacturer: no, photo and video. Device evaluation: no suspect product was received; however, a photo and video were provided by the customer. The customer provided photo and video were evaluated. In the video provided, it can be observed that the trailing haptic is trapped between the cartridge and the pushrod tip after the pushrod has been fully extended into the eye. Due to the limited information captured in the video and photo, including the inability to inspect the handpiece prior to lens advancement and the lack of observation of the techniques used to advance the lens, no further evaluation can be performed. The complaint issue was not identified during photo and video evaluation. The other observed issues during the evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.